Event description:
The iab leaked. That was the only info from the contact. The iab was not returned to co for eval. The iab was discarded by the facility. Event complications: unknown - reported 11/13/96. (Pt's current status: unk - rpt'd 11/13/96).